Event description:
It was reported that on the fifth firing, the device did not complete the staple line. At this point, the surgeon sutured the vessel to control bleeding. The customer switched to another device to complete the procedure. There was no patient consequence.